Event description:
A customer reported via phone call indicating that their insulin pump was stuck in the "preparing to prime" loop. The patient's blood glucose level was 134 mg/dl at the time of the call. The customer was assisted with priming their insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer stated that nothing was wrong with their insulin pump and hung up the phone. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.